Event description:
Analysis of the patient programmer found that there was an unconfirmed failure. It was noted that the complaint was not confirmed. It was noted that the device was able to increase and decrease the implantable neurostimulator (ins) on the manufacturer representative's "bench" no problem. Additional information was requested but was not available at the date of this report.

Event description:
It was reported by the patient that he had a ¿tens unit implanted in him that shocks electrical signals to his back when using it.¿ patient services clarified with the patient that he was not saying the unit shocked him when stimulation was on and the patient stated ¿no¿ and he was ¿just describing it as it was described to him how it works.¿ the patient stated he had a heart bypass ¿and stuff and lost a lot of memory for some reason¿ and could not recall how to turn on and off the stimulation. The patient stated the heart bypass surgery was (B)(6) 2014. The patient stated he tried to use it after heart bypass surgery but could not ¿get it working¿ and had been ¿without it that long.¿ the patient noted that he missed the stimulator. The patient stated he had ¿a lot¿ of pain as of the date of report and ¿they have to go back into the shoulder.¿ the patient stated that the healthcare professional (hcp) thought the patient had a nerve blockage. The patient also stated that he ¿just had a doppler done this morning where they went in and checked the area.¿ it was noted that there was a problem with the patient programmer. The patient stated he just changed the 9v battery prior to calling. Patient services walked the patient through a self-test to check the status of the patient programmer and it passed. Patient services reviewed that the patient programmer could be placed over the implant and had the patient press the top blue key to turn on stimulation. The patient pressed the top blue key and reviewed that all status lights on the left side came on and went off as expected. The patient stated he was pressing the up arrow and was not hearing anything. However, the patient noted that he was pressing it ¿one at a time.¿ patient services had the patient stop and take the battery compartment cover off and increase the volume of the patient programmer. The patient was able to increase up but noted hearing ¿triple beeps.¿ the patient was able to decrease down and only heard a single beep. It was reviewed with the patient that they could not increase any higher because of the triple beeps. It was reviewed that the upper limit had been reached. The patient was redirected to the healthcare professional (hcp). It was later reported that the manufacturer representative met with the patient (B)(6) 2014 to reset the programming because of a heart bypass surgery in (B)(6) where the patient had turned stimulation off. It was noted that the patient had not used stimulation since because he was not in pain but recently wanted to use the stimulation. The patient tried the patient programmer and could not turn stimulation up. It was noted that the patient did not drop or get the patient programmer wet. The manufacturer representative interrogated the implantable neurostimulator (ins) on (B)(6) 2014 and noted no messages on the clinician programmer. Impedances were also run and one electrode (contact one) had high impedance and the manufacturer representative was able to program around the contact using case and 0-2-. The manufacturer representative was able to turn stimulation up and down with the clinician programmer. It was noted that when the intensity was ¿moved up it was almost like the increase takes a second and then there was a big increase for the patient.¿ it was noted that ¿it took his breath away for a second.¿ it was noted that pressing on the ins connection resulted in no change in stimulation. However, pressing on the lead/extension connection caused a change in stimulation. It was noted that there was ¿nothing showing no shorts indicated.¿ there were no falls or trauma reported since (B)(6). It was noted that the stimulation was working fine for the patient before march and the surgery. The caller reported that the patient stated he had visited an emergency room because of increase in pain and the doctor took x-rays and said he should have the system evaluated. It was further reported that the patient programmer would not increase or decrease the implantable neurostimulator (ins). It was noted that the patient was at 1.9v and felt it okay but when increasing above 2.0 ¿felt a jolt.¿ it was noted that since bypass surgery the patient had not used it until ¿now.¿ it was noted that the patient was uncomfortable. It was noted that the battery showed okay. Later the same day the patient called and noted that they had just met a manufacturer representative the morning of (B)(6) 2014. The patient stated the manufacturer representative found that the patient had ¿a wire that was not working.¿ the patient stated that the manufacturer representative tried to work around it but he was still not feeling stimulation. The patient also stated ¿every once in a while it would kick on but then it shut off again.¿ the patient stated that it was not controlling the pain. The patient stated that he had a heart bypass surgery at the end of (B)(6) and turned stimulation off for it. The patient stated a ¿week or so¿ after the surgery he tried to turn the stimulation back on and felt nothing. It was noted that there was no therapeutic effect and no stimulation sensation. The patient stated he hand not spoke to the follow-up hcp about this yet. The patient wanted to speak with the manufacturer representative. Later in the day, the manufacturer representative wrote in and noted that they would call the patient. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7496-66, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3986, serial# (B)(4), implanted: (B)(6) 1995, product type lead; product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 1995, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had scheduled an appointment to be seen by the doctor who replaced the battery in (B)(6). At this time, the patient had no stimulation coverage and the manufacturer representative was unable to resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the caller met the patient (B)(6) 2014 but also saw the patient "many months ago." Since the previous session the patient had a battery replaced. In (B)(6) the clinician replaced the battery but not the lead. Now, in october, the patient could not feel stimulation. For the first four weeks following replacement the patient could feel stimulation but now not at all. Reprogramming was attempted but it did not help and was not successful. When the caller previously met with the patient she discovered that the #1 electrode of a four contact lead had "not been working." At that time, it was reprogrammed around and the patient could feel stimulation but only at 9.0v range. The patient was at an amplitude of 8 or 9v and #1 was still >10,000 ohms. The others were at 700 ohms. It was known that it was not the pocket adapter because that was only added this time with the procedure. The patient mentioned he could feel a jolting sensation every once in a while. It was mentioned that the patient was in a wheelchair. The caller would discuss surgical replacement with the physician. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was having trouble getting a hold of the doctor.